Event description:
On 07/18/2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose over 600 mg/dl with nausea and confusion associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose matched the active basal program, but the bolus totals did not match. The reporter was unable to recall many of the boluses in the pump history and stated that the amounts seemed low. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: the black box showed an unexplained pump reboot on 0(B)(6) /2015 at 22:31; deliveries resumed (B)(6) 2015 at 00:08. On (B)(6) 2015, there was a partial delivery warning observed in the black box history followed by a 1.0 unit bolus. The pump was exercised for 24 hours with no un-programmed boluses recorded during that time. There were no errors, alarms or warnings during testing. A 10u audio bolus and 10u normal bolus were successfully completed and both were accurately recorded in the pump bolus history and the bolus total daily dose history correctly showed 20.0u. No hypersensitive keys were observed on the keypad. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.